Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery (lad) with mild calcification, moderate tortuosity, and 95-99% stenosis, a non-abbott guide catheter was placed and a balance middleweight (bmw) guide wire was advanced. Pre-dilatation was performed using a non-abbott dilatation catheter. A 2.75x18 rx promus stent delivery system (sds) was advanced; however, could not cross the lesion. During removal, the sds became caught in the coronary artery and the stent dislodged from the balloon. A non-abbott dilatation catheter was placed over the bmw guide wire and the distal tip of the balloon was inserted into the dislodged stent. The non-abbott balloon was dilated to a low atmosphere in an attempt to pull the stent out of the coronary. Reportedly, the physician was unable to insert the balloon all the way into the dislodged stent. During the attempt to remove the non-abbott dilatation catheter and promus stent as a single unit, the stent dislodged at the femoral sheath. Reportedly, fluoroscopy was performed from head to toe and the dislodged stent could not be located. A new 2.5x15 promus sds was used successfully to treat the target lesion. The patient is reported to be doing fine. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 6fr jl4. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.